Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1620c124ej, serial/lot #: (B)(4), ubd: 08-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcate was inserted from the left and the endurant limb on the right. It was noted then the right internal iliac artery was occluded. The external iliac artery was noted to be patent. As per the physician the cause of the event was patient vessel morphology. It was noted that because this case required c02 angiography due to the patients creatinine levels, it was not possible to know what was the behavior of the intravascular lumen is and it is possible that the intravascular lumen was occluded due to a thrombus. It was said the event is not an event caused by the device quality of endurant. No additional clinical sequelae were provided and the patient will be monitored.